Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: 2nd analysis performed from a photo provided of the sample. Upon visual inspection of the picture, an unopened sample of product could be observed and no breakage suture were found. According to the photo, the complaint could not be confirmed.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: an unopened sample of product was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke. Changed another one to complete surgery. No patient consequence reported.